Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt reamers slipping in the modified hudson adapter while reaming bone. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary ==> the device associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.